Event description:
It was reported the pt had not charged her ipg for an extended period of time due to undergoing multiple surgeries for other issues. An sjm rep met with the pt and confirmed the ipg will no longer communicate with external devices. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.